Event description:
A cordis outback device was inserted through a 6fr 45 cm destination sheath over a v18 wire. Before the device came out of the sheath the tip f the device broke off. The tip was still attached to the wire. The doctor pulled the sheath out and retrieved the device from the sheath without any injury to the patient.